Event description:
Pt born with poland's syndrome with absence of rt breast. She underwent reconstruction at age 13 - began having pain in rt breast 2 yrs ago which has become worse. Rt breast = implant intact with class iii capsula. Lt breast = ptosis with involutional changes. In 2008, pt underwent removal of intact rt breast implant. Silicone bleed with ruptured of outer lumen bilateral breast augmentation with mentor model gel implants 350cc rt & 200cc lt.